Manufacturer narrative:
A boston scientific technical services consultant reviewed the device data which shows a battery voltage of 2.49v and a charge time of 18.9 seconds. The device remains implanted and efforts to obtain additional details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device displayed an estimated remaining longevity of two to three years and subsequently declared elective replacement indicator (eri) five months later. The caller also mentioned that there have been some non-sustained episodes but no therapy has been delivered. No adverse patient effects were reported.

Manufacturer narrative:
The device was subsequently explanted and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.